Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter read would not power on. The patient manages her diabetes with self-adjusted insulin (unknown type). The patient indicated that the alleged issue started on (B)(6) 2010, at 6:00 am. About 3 days after the alleged issue began, the patient claimed that she developed symptoms of frequent urination and tiredness. The patient denied that she took any actions related to diabetes management or received treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury a few days after the alleged meter issue began.